Event description:
I use dexcom g6 cgm (continuous glucose monitor) device on my abdomen. Fairly periodically, I have to call the company to report sporadic readings towards the end of my 90-day transmitter cycle of which I then call in for a new prescription. I was at home and felt low but my reading was showing 144 with an arrow pointing down at a 45* angle (indicating my glucose was dropping at 1-15 points per 15 minutes). Feeling different and like a low blood glucose level I tested myself with a blood glucose monitor and the reading showed 48. I corrected my levels and was ok within an hour. The transmitter or system seems to have problems near the end of the 90-day period. I've called the dexcom 3- 4 times over the past 2 years or so regarding this and they just sent me either a new transmitter or new sensor pad pending on what they deem is the issue. I have been in at least 2 accidents due to low blood sugars and make a point of checking my blood sugar before I get behind the wheel. I would like to ensure the device is working accurately, and would like this device reviewed/investigated please. Thank you.